Event description:
It was reported that during a study session by sales staff, the cardiosave intra-aortic balloon pump (iabp) has a gas leak from the helium supply unit of the hospital cart regulator, when the cap of the helium cylinder is opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced regulator, hi pressure, helium (0103-00-0637) in the office. Confirmed that the cart side leak test and console side leak test have passed and returned unit to the customer. All functional and safety performed.

Event description:
Na.

Event description:
It was reported that during an in-hospital study session by getinge sales staff, the cardiosave intra-aortic balloon pump (iabp) has a gas leak from the helium supply unit of the hospital cart regulator, when the cap of the helium cylinder is opened. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6( type of investigation), h11. Corrected fields: h6 (investigation findings , investigation conclusion. A getinge field service engineer (fse) evaluated the unit and replaced regulator, hi pressure ,helium in the office. Confirmed that the cart side leak test and console side leak test have passed and returned unit to the customer. All functional and safety performed. The following investigation was performed by, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the regulator in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No major leak was found. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The most probable root cause for the reported failure is fatigue or contamination and eventual loss of external helium supply.

Event description:
Na.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a